Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a delivery alarm error from the insulin pump. The customer's blood glucose reading was 242 mg/dl. The customer stated that she went kayaking. The customer stated that she changed the battery and stated that it was not full. The customer had a no delivery alarm on her pump. The customer may have a key pad issue since the button is not responding. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.